Event description:
Cardiac arrest in pt, manual cor was performed, then autopulse was deployed. Autopulse was stopped for assessment of ECG, then restarted. When autopulse was turned back on, during compression 2 loud pops were heard. Re-examination of the chest revealed absent right-sided lung sounds, needle thoracostomy was performed and resuscitation was continued using manual CPR. Pt alternated between a pulseless electrical (pea) rhythm, and then a brief atrial fibrillation which, when defibrillated, returned to pea. Pt had no vital signs on initial contact and there was no return of sustainable cardiac rhythm. On arrival at the hosp there was a continuation of care with the identification of pea which is a rhythm inconsistent with life. The popping sounds are unexplained, but the decrease in right-sided breath sounds could result from the mutiple attempts at endo-tracheal intubation, the possiblity of on-scene CPR, or possibly the autopulse. No chest problem was documented in the ed record.